Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic, and intermittent undersensing was observed. Programming changes were made. The patient will continue to be followed normally.